Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after a .014 palmaz blue stent was implanted in the patient during renal artery stenting, the operator found a broken and leaking balloon when using a pressure pump to expand the balloon. The operator did not pressurize the balloon and withdrew it directly. A new palmaz blue stent was replaced on the spot for the procedure, and when a 7f exoseal vascular closure device (vcd) was used postoperatively to address the puncture point, the plug failed to be deployed when the plug deployment button was depressed. Manual pressure was used after withdrawing all devices. The patient was not harmed. There was no reports of patient injury. Pictures were received for review. The devices were returned for evaluation.

Manufacturer narrative:
As reported, after a .014 palmaz blue stent was implanted in the patient during renal artery stenting, the operator found a broken and leaking balloon when using a pressure pump to expand the balloon. The operator did not pressurize the balloon and withdrew it directly. A new palmaz blue stent was replaced on the spot for the procedure, and when a 7f exoseal vascular closure device (vcd) was used postoperatively to address the puncture point, the plug failed to be deployed when the plug deployment button was depressed. Manual pressure was used after withdrawing all devices. The patient was not harmed. There were no reports of patient injury. The palmaz blue (pb) stent was stored properly according to the instructions for use (IFU), and no damage was noted to the product packaging upon inspection prior to use. There was no difficulty removing the product from the packaging, and it was prepped properly according to the IFU. The stent was manipulated on the sds without any noted damage or deformation. No resistance was met while advancing the device. The contrast to saline ratio used was 50:50. The same indeflator was not used successfully with other devices. The device was inflated to 12 atmospheres before the anomaly was noted, and the gauge of the indeflator indicated a loss of pressure after about 2 seconds. There were no visible signs on the exoseal device or package damage prior to use. The vessel diameter at the puncture femoral site was verified to be greater than or equal to 5 mm, with no stent near the puncture site, no stenosis greater than 50%, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The target femoral site had not been closed with any closure device or manual compression within 30 days prior to the procedure. The deployment button was fully depressed and flushed against the handle, and the exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. Upon removal, the plug was still at the distal end of the closure device, partially deployed and partially out of the shaft. The indicator wire was still visible when the device was removed. 2024-10779-2 the device was returned for analysis. One non-sterile vascular closure device 7f - was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Visual analysis revealed that the deployment lever on the device was not depressed, and the plug was present on the delivery shaft in the manufacturing position, which had dry blood residues. The indicator wire was fully deployed, and the indicator window was in the black/white position with the guard locked. No other anomalies were observed during this analysis. Additionally, no csi used in the procedure was returned with the device. Dimensional analysis was not required due to the positive results of the functional evaluation. Exoseal functional testing was performed by first pulling the indicator wire to achieve the black/black position and then depressing the deployment lever, resulting in the deployment of the plug and the change of the indicator window to the black/white & red position. A high magnification evaluation of the assembly configuration showed no signs of obstruction or impediments that could be related to the reported event. The reported event by the customer as ¿vascular closure device (vcd) ¿ deployment difficulty - unable¿ was not confirmed, during analysis of the returned device. Functional analysis was performed with no difficulties. A high magnification evaluation of the assembly configuration also concluded no anomalies. Therefore, the exact cause cannot be determined. Based on the information available for review and product evaluation, it is not possible to determine what factors may have contributed to the events reported. However, procedural and/or handling factors are possible as functional analysis was successful. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the products labeling with the intent to make the user aware of the risks. The IFU states, during retraction of the exoseal device and the sheath as a single unit, it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button (per procedure step 7 in the exoseal instructions for use). The IFU provides the following caution: (xi.7), ¿if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ the information available and product analysis do not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, after a .014 palmaz blue stent was implanted in the patient during renal artery stenting, the operator found a broken and leaking balloon when using a pressure pump to expand the balloon. The operator did not pressurize the balloon and withdrew it directly. A new palmaz blue stent was replaced on the spot for the procedure, and when a 7f exoseal vascular closure device (vcd) was used postoperatively to address the puncture point, the plug failed to be deployed when the plug deployment button was depressed. Manual pressure was used after withdrawing all devices. The patient was not harmed. There was no reports of patient injury. The palmaz blue (pb) stent, was stored properly according to the instructions for use (IFU), and no damage was noted to the product packaging upon inspection prior to use. There was no difficulty removing the product from the packaging, and it was prepped properly according to the IFU. The stent was manipulated on the sds without any noted damage or deformation. No resistance was met while advancing the device. The contrast to saline ratio used was 50:50. The same indeflator was not used successfully with other devices. The device was inflated to 12 atmospheres before the anomaly was noted, and the gauge of the indeflator indicated a loss of pressure after about 2 seconds. There were no visible signs on the exoseal device or package damage prior to use. The vessel diameter at the puncture femoral site was verified to be greater than or equal to 5 mm, with no stent near the puncture site, no stenosis greater than 50%, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The target femoral site had not been closed with any closure device or manual compression within 30 days prior to the procedure. The deployment button was fully depressed and flushed against the handle, and the exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. Upon removal, the plug was still at the distal end of the closure device, partially deployed and partially out of the shaft. The indicator wire was still visible when the device was removed. The devices were returned for evaluation.